Event description:
2.4mm locking screws and an lcp distal radius implanted for an orif distal radius broke postoperatively. Patient complained of pain and x-ray revealed broken 2.4mm locking screws in t-portion of plate. Patient was reportedly noncompliant in prescribed activity limits. Hardware removed and pt revised to lcp volar column plate with locking screws and dbx.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.